Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the block magnet was no longer working to initiate a magnet mode stimulation. The patient has another magnet that does activate the generator. Product has not been returned to manufacturer for analysis.